Event description:
Follow up information obtained identified the patient's scs ipg was replaced with a new one.

Event description:
Additional information received identified therapy was restored postoperatively.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) the patient's ipg would no longer communicate with the charger or programmer. Surgical intervention will be undertaken to address the issue. The patient's ipg was implanted approximately six years ago. Device information is unknown.